Manufacturer narrative:
A.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ literature citation: fried, j., farr, m., kanwar, m., uriel, n., hernandez-montfort, j., blumer, v., li, s., sinha, s. S., garan, a. R., li, b., hall, s., hickey, g. W., mahr, c., nathan, s., schwartzman, a., kim, j., ton, v.-k., vishnevsky, o. A., vorovich, e., ¿ kapur, n. K. (2024). Clinical outcomes among cardiogenic shock patients supported with high-capacity impella axial flow pumps: a report from the cardiogenic shock working group. The journal of heart and lung transplantation, 43(9), 1478¿1488. Https://doi.org/10.1016/j.healun.2024.05.015

Event description:
Abiomed japan forwarded a publication from nyu columbia entitled clinical outcomes among cardiogenic shock patients supported with high-capacity impella axial flow pumps: a report from the cardiogenic shock working group, in which cardiac patients were analyzed - 6,205 patients - 754 did have the impella 5.0/5.5 support. Adverse events were noted in the multicenter publication. They were limb ischemia, bleeding, hemolysis, and strokes.

Manufacturer narrative:
The investigation into access site bleeding, hemolysis, limb ischemia, and stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22930.